Event description:
During a partial lung resection procedure, some of the staples were malformed. Used another like device to complete the procedure. Unexpected transfusion of 400ml was necessary, which extended the or time by an hour.